Event description:
It was reported that there was debris from the insert trial after manipulation, two particles were removed from the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that there was debris from the insert trial after manipulation, two particles were removed from the patient.

Manufacturer narrative:
The event was not confirmed as no devices or images were provided and no records were received or requested due to the nature of the event. The event was not confirmed. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review found no other events for the reported lot. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics.